Manufacturer narrative:
A replacement glidescope core smart cable and a glidescope video baton 2.0 large were provided to the customer and the core smart cable and the video baton 2.0 used in the procedure were returned to verathon for evaluation. A verathon technical service representative evaluated the returned core smart cable and observed the customer's cable was not recognized when connected to a known, good, test monitor. The technician found the cable connector was damaged. The camera image quality test was performed and failed. The technical service representative connected the customer's glidescope video baton 2.0 large to test equipment and could not confirm any failure. The camera image quality test was performed and passed. A visual inspection of the video baton 2.0 found the baton lens housing cracked. Verathon's technical service representative attributed the intermittent image issue to the damaged core smart cable's connector. Since the customer had already received a replacement glidescope core smart cable and glidescope video baton 2.0 large, the returned core smart cable and video baton 2.0 were scrapped. No corrective action is required at this time. Verathon will continue to monitor for trends. The glidescope operations and maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged."

Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, the image was going in and out. The verathon sales representative who was on hand noted that the problem was an hdmi connection issue. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.